Manufacturer narrative:
A patient experienced undesired stimulation in the ipg pocket was reported to abbott. As a result, the patient's ipg was explanted and replaced, which resolved the issue. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the patient experienced undesired stimulation in the ipg pocket. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.